Event description:
Patient had increased pain. An MRI performed on 04/2006 reveales a 3 mm mass at the catheter tip at t7. The patient had been receiving intrathecal morphine and sufenta for pain. The pump was stopped and the patient was given duragesic for pain control. The hcp stated he will order a repeat MRI.